Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer received a replacement device and the device was archived by physio. The cause of the reported issue is out-of-spec dimensions for the cr2 lid causing the magnet to fall out of its receptacle during installation.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.